Manufacturer narrative:
The service engineer ultimately replaced the front bezel for repair to resolve the reported issue. The device passed the required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.

Manufacturer narrative:
(B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that the navigation ring was not working. At this time, it is unknown if there was patient involvement at the time the issue was discovered; however, there was no reported harm to the patient or user. Investigation is ongoing.

Manufacturer narrative:
Per good faith effort (gfe) response, there was no patient involvement at the time the issue was discovered. No patient or user harm was reported. The issue occurred repeatedly and has been recurring for approximately two years, and the customer did not want to have the device repaired until now. While it is unknown whether a setting change screen was entered or the jumping value accepted and changed therapy without pressing a button, the touchscreen did allow the user to change, accept, or cancel the value. Additionally, the ventilator output/delivered therapy did not change without any user input.